Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's implantable neurostimulator (ins) had turned off twice without a specific reason and the patient experienced a return of dystonic symptoms. It was further reported that after the first time the ins was found to be off, the device was turned back on with a physician programmer and the patient was hospitalized. It was unknown what the patient was doing when they experienced the return of dystonic symptoms. Upon turning the ins on, the patient's therapy was effective again and their symptoms were reduced. The patient was "fine" while in the hospital until two days later however, when it was found the device was off again. It was noted that no emi was suspected, especially during the patient's hospitalization. Impedance testing was performed and found the impedances were ok. Troubleshooting was performed and indicated the ins battery was fully charged and that the recharger worked normally and the patient programmer was not used. It was noted that previous recharge sessions had been ok. When attempting to access the ins device usage history with a physician programmer, a "no data available" message was received with no other messages noted. It was unknown whether any external factors had contributed to the event. There were no surgical interventions planned or performed and the patient was alive with no injury. The ins remained implanted and in service at the time of report; the issue was unresolved at that time. The ins was turned back on again and the patient was returning home as of (B)(6) 2016 with their device still on. The patient was doing "fine" as of (B)(6) 2016.

Manufacturer narrative:
Additional review determined the following device code was related to this event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.